Event description:
Report received from our affiliate indicated that during a percutaneous transluminal angioplasty the device was successfully implanted however after withdrawal the stent delivery system "decomposed." There was no patient injury reported. There are no additional patient, vessel, lesion, or procedural information available. This product has been returned for evaluation and testing, however the engineer's report is not yet complete.